Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator. It was reported that their implantable neurostimulator (ins) was protruding out and was uncomfortable. The patient had lost (B)(6) which may have contributed to this issue. They planned to replace the ins. No further complications reported.